Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging that the subject meter was dropped and "no longer working". The reporter did not have the subject meter at the time of the call and did not know what the meter problem was. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.